Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
I was reported that during initial set up black debris was removed from the bronchovideoscope when it was wiped with a gauze. There was no report of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. Updated fields: d8, d9, d10, g3, h2, h4, h6, h11. Device was not returned for evaluation and could not be evaluated. The complaint was not confirmed due to the device not being returned. The most probable cause of the complaint is cause not established, the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event due to no device problem found, during investigation. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from the customer.